Event description:
Hme booster heater was found to be very hot to touch. It was removed from the circuit. There was no harm to the pt. This heater was in use for only a short time. The director of respiratory requested the heaters be pulled from service and return to using the previous heaters.